Manufacturer narrative:
The customers central station was not emitting audio because the speaker had been disconnected unexpectedly. The customer reconnected the speaker which resolved the issue.

Event description:
The customer reported that they had no audio for alarms appearing on the central station. It was clarified that the issue pertaining to the central station not emitting audio was due to the speaker had been disconnected unexpectedly. The customer reconnected the speaker which resolved the issue. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.